Event description:
It was observed during the device inspection, that the bronchofibervideoscope indication on connecting tube had a disappeared area (1mm2 or more) and the connecting tube had coating peeling (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress such as scratching or bumping the insertion section, chemical stress due to implementation of the reprocessing method unrecommended in the instructions for use (IFU)-reprocessing manual, or stress from the harsh storage conditions such as storing the device in direct sunlight, under high humidity, and exposed to x rays and ultraviolet rays may have been applied to the insertion section. The root causes of the subject events were unable to be specified. The event can be prevented by following the instructions for use (IFU): 3.2 inspection of the endoscope, 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.